Event description:
It was reported that the external pulse generator (epg) had a damaged case. The epg was returned to the manufacturer for repair and calibration, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event; upper and lower cases are broken. Analysis also found one battery latch and one battery release spring are damaged. The high rate cover, two control knobs, one case screw, one side bail , and the ring are missing. Two control knobs, two bail covers, and ring cover are broken. (B)(4).